Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. The technical service representative (tsr) confirmed with the care giver that the patient line had been fully primed before the patient had connected and that the patient had not disconnected at any time during the initial drain. The tsr advised the care giver they would need to end therapy and set up with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.